Event description:
It was reported that the patient's pocket was revised due to pain at the implantable pulse generator (ipg) site. No product issues were reported. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.